Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. The carto 3 system had a map shift. The carto 3 system had a map shift towards the end of the procedure. No errors were displayed on the carto 3 system, the "back patches looked fine", and the metal value were good. A new map was made and the issue was resolved. The procedure continued successfully and no patient consequences were reported. Device evaluation details: the device investigation has been completed. It was reported biosense webster inc. (Bwi) field service engineer (fse) spoke with the bwi representative regarding the reported map shift issue and confirmed that no additional issues occurred during rest of case. The system is performing to specifications and ready for use. The reported issue was investigated by the device manufacturer through the case data which was provided. It was found that acquired fast anatomical mapping (fam), manual and automatic acquisition was under the significantly different metal ambient, and as result it caused to map shift. However, no warning was issued to the user as the metal level was below threshold. The issue is related to a known software defect. An internal corrective action has been opened to investigate map shifts. The history of customer complaints reported during the last year associated with carto 3 system # 14060 was reviewed and one additional complaint similar to the reported issue was found. A manufacturing record evaluation was performed for the system # 14060, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. The carto 3 system had a map shift. The carto 3 system had a map shift towards the end of the procedure. No errors were displayed on the carto 3 system, the "back patches looked fine", and the metal value were good. A new map was made and the issue was resolved. The procedure continued successfully and no patient consequences were reported the map shift discovery details: the physician could visually see it. The system also picked up high force readings and touching issue despite not being in close proximity to the shell. The issue was seen during mapping and ablating. The approximate difference in catheter location before and after map shift was 2.5cm superior shift. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. Map shift is MDR-reportable.